Event description:
While attempting to defibrillate patient the device displayed a "poor contact" and would not allow discharge message. Complainant did not indicate that there was no adverse effect to the patient.